Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post by an unknown party that faulty insulin pumps, and the prevention of a study, has led to the serious injuries and deaths of many people world wide. The causes of death were unknown but related to the pump. The reporting party did not state whether the customers had any other illnesses that may have led to their passing. The customers blood glucose levels were unknown at the time of death. The customers were most likely wearing insulin pumps at the time of death. It is unknown if the customers were using sensors. No further information was provided in the post. The reporting party did not mention whether the insulin pumps were returned for analysis.